Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401 patient problem code: f26 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they are using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks. Verbatim: rcc received a complaint via email. Email(s) attached. Customer is using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks material#chi2015 lot# 0001535280 when was issue detected? - prior to use customer response on oct 16, 2024 what was the impact to the patient? Impact to patient would be the potential for harm. Needle placement is very specific and due to the force required to attach a syringe or extension set, the potential for internal body system injury is significant. How was the issue resolved? Ordering a different needle that does not have a square hub from a different manufacturer. Was the defective product used on the patient? Yes, multiple uses from multiple lots with noted difficulty by providers with leaking of hub and strain with connection to syringe/extension set is there a physical sample available showing the reported issue? Yes, this issue has been demonstrated to representative and remaining stock has been pulled from procedure space customer response 1 on oct 18, 2024 unfortunately, I can't give you all of the other lot numbers associated with the leakage issue. I have one other lot number that I can provide and will send it later this afternoon when I'm on site at pain clinic. (The leakage issue was brought to our attention recently. Prior to that, we were not aware of the issue and did not record all the lot numbers that we ordered.). Customer response 2 on oct 18, 2024 I hope all is well! The lot numbers are 0001535280 and 0001418206.

Manufacturer narrative:
H10: a probable root cause for this reported failure mode could not be determined since it was not provided enough information to fully investigate this incident as a lot number, photos or physical samples. Examination of the product involved may provide clarification as to the cause for the reported failure. As lot number was not reported it was not possible to do a review of the device history record which allows us to identify, in case it had happened, any rejected inspections or quality issues during the production of the lot number reported. Therefore, it was not possible to identify any finding. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they are using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks. Rcc received a complaint via email. Customer is using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks. Material#: chi2015, lot#: 0001535280. When was issue detected? Prior to use. Customer response on (B)(6) 2024. What was the impact to the patient? Impact to patient would be the potential for harm. Needle placement is very specific and due to the force required to attach a syringe or extension set, the potential for internal body system injury is significant. How was the issue resolved? Ordering a different needle that does not have a square hub from a different manufacturer. Was the defective product used on the patient? Yes, multiple uses from multiple lots with noted difficulty by providers with leaking of hub and strain with connection to syringe/extension set is there a physical sample available showing the reported issue? Yes, this issue has been demonstrated to representative and remaining stock has been pulled from procedure space. Customer response 1 on (B)(6) 2024. Unfortunately, I can't give you all of the other lot numbers associated with the leakage issue. I have one other lot number that I can provide and will send it later this afternoon when I'm on site at pain clinic. (The leakage issue was brought to our attention recently. Prior to that, we were not aware of the issue and did not record all the lot numbers that we ordered).